Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexa 1480 showed no other similar product complaint (s) from this lot number.

Event description:
It was reported "the product was inserted in (B)(6) 2013 and removed on (B)(6) 2014 (potentially since the pt's fistula had matured). It had been used for dialysis up to the point of removal. The fracture was only noticed after it had been removed and could potentially have happened during removal, however, this cannot be confirmed."